Event description:
It was reported that during a da vinci low anterior resection surgical procedure, it was noted that the surgeon could not open or close the tips of the monopolar curved scissors instrument. The staff found a snapped mechanical wire on the instrument. The instrument was exchanged for a backup instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip close cable was broken at the distal idler pulley. The other cables at the wrist were not damaged. The instrument grip cables were broken and the fragments were contained in the tip cover. The instrument passed electrical continuity testing. Failure analysis investigation also found the distal end of the main tube had various scratch marks with light material removal. The scratches were .0115 - .085 in length and not aligned with the tube axis. The scratch and gouge damage was likely due to mishandling/misuse. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.